Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Confirmed that the foreign material was simethicone type product. The event can be detected/prevented by following the instructions for use which state: ¿preventive measure in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and during inspection of the device, there was contamination evident in the air and water channel. In addition, the evaluation found the following; the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the air/water housing colored ring was worn, the insertion tube bending section cover adhesive was lifted, the distal end cap was damaged and the switch was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis lucera elite gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was contamination evident in the air and water channel. This report is being submitted for the event found during evaluation. There was no patient involvement.